Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 353 mg/dl for approximately 4 hours after pausing the ilet for an extended period, followed by a period when dosing was stopped; insulin delivery was later resumed, and glucose values trended downward. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as a use of device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.